Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagents for bd max¿ system 3 false negative results were obtained by the laboratory personnel. Erroneous results were not reported out and there was no report of patient impact.

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagents for bd max¿ system 3 false negative results were obtained by the laboratory personnel. Erroneous results were not reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary the complaint of 'inds/unrs/fps - bd sars cov2' was received against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported that on run# 101, they received 1 ind, 2 unrs and 3 false positives. The database and log files were reviewed. Reagent case # 01164087 was opened for false positive results . The database analysis did not reveal any instrument related issue. The issues were related to the original bd sars-cov-2 assay and are addressed with the new kit configuration. Therefore, the complaint cannot be confirmed as an instrument issue. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. The DHR review did not reveal any related issues during factory acceptance tests in manufacturing. No parts or materials were returned for investigation. No new trends, risks, or hazards were identified as a result of the complaint. A corrective action (CAPA) 1632720 is open to address the false positive issues with the original bd sars-cov-2 assay.